Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq system. Pre-analytical sample processing was ruled out as a potential contributing factor. Relevant data log files from the system were reviewed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems, and ultimately replaced the microwell incubator. Following these actions, the system performance was verified by performing vitros tropi es precision testing and active monitoring of vitros tropi es patient results by ocd. An instrument issue was determined to be the most likely assignable cause.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected results were identified and no erroneous results were reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).